Event description:
It was reported that during an implant procedure, the guidewire had difficulty to be removed from left ventricle (lv) lead. The lv lead exhibited high pacing impedance on multiple vectors of the lv lead. The physician removed the lead and requested a new lead due to abnormal pacing impedance. A second new lv lead was placed and patient had phrenic nerve stimulation (pns) on every vector. The second lv lead was removed from patient to reposition guide wire into a different target vessel. Upon guide wire placement, the second lv lead was flushed and inserted over the wire. The second lv lead was unable to track over the wire due to problem with inner lumen of lead. Multiple attempts made to load lead over wire with no success. Physician requested a new lead due to inability to track lead over guide wire. A third new lv lead was inserted into target vessel, and threshold testing performed. Patient continued to have pns on each vector. The third lv lead was removed from patient; another target vessel was selected. Upon trying to advance lead over guide wire into target vessel, the lead once again would not advance due to an inner lumen issue with the lead. Lead was removed from patient. Lead was inspected on back table, still with no success of advancement of guide wire through lead. The physician elected at this point to abort the procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were guidewire insertion issue and extra cardiac stimulation. As received, a complete lead was returned for analysis. The reported event of a guidewire insertion issue was not confirmed. Visual and x-ray inspection of the lead did not find any anomalies. The guidewire was able to be fully inserted/removed successfully with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts.